Manufacturer narrative:
This report is to correct the date in the inital submission. The correct date should read 09/30/2020.

Manufacturer narrative:
Corrected information is provided in e.1. Investigation: the set concerned was not returned for investigation and we therefore conducted the following investigation based on the information provided. For the leukoreduction filter, filter membranes are punched out, laminated, and integrated into soft housing. In order to ensure leukoreduction performance and prevent occlusion in the filter and hemolysis, the standards of particulate removal rates and cationization levels of filter membranes for each filter membrane and also the standards of average cationization levels of laminated filter membranes have been set and controlled. We reviewed the manufacturing record of the reported lot number and confirmed that no abnormalities occurred in any processes, and production was carried out as usual. We reviewed the testing and inspection record of the reported lot number and confirmed that no abnormalities were detected in the volume measurement of blood preservative solution and the quantitative test for the composition of the solution. All standards were satisfied. Regarding the retained sample of the reported lot number, three sets were visually examined. There were no abnormalities in their appearances. We used one of the sets to measure the solution volume and used another one of the sets to perform a quantitative test for the composition of the solution in the same manner as the release testing. The measured results conformed to our in-house standards. Root cause: as the above-mentioned investigation results, the manufacturing record, the testing and inspection record, and the retention samples of the reported lot number revealed no abnormalities. We were therefore unable to identify the cause of the issues.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported elevated white blood cell content in a filtered whole blood unit. There was not a transfusion recipient or patient involved at the time of whole blood processing, therefore no patient information is reasonably known at the time of the event. The wbc count is not available, at this time. The collection set is not available for return because it was discarded by the customer